Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
Other: no evaluation conducted due to no product being returned for evaluation.

Event description:
It was reported the suture pulled out of the healicoil during insertion into the bone hole. The healicoil and suture was removed from the bone hole and a backup was used in a newly drilled bone hole. No patient impact was noted as a result.